Event description:
Patient presented to the emergency department, for symptoms of a possible stroke. Diagnosed with an acute right mca infarct, taken to thrombectomy suite emergently for a cerebral mechanical thrombectomy. During the procedure, a stentriever device broke off in the patient's carotid artery. It was unable to be retrieved at that time. Vessels very tortuous, which may have caused the detachment of the stent retriever. Internal carotid artery terminus was completely occluded.